Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. The product evaluation stated, "based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The g7 inserter threads have fractured as stated in the complaint." DHR was reviewed and no discrepancies were found. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was most likely due to misuse by product being put through bending overload. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that tip of the threaded shaft was fractured while surgeon was impacting g7 shell with the inserter during an initial procedure. The fractured piece remained in the shell during the tha operation and was taken out by a driver. No fractured pieces remained in the patient's body.